Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported she keeps having accidents since she was shocked patient stated the increase button was not working however pat agent reviewed with patient how to change back to program 1 @ 5.3 and patient turned the ins on and patient stated they were shocked but when the device was turned off, the shocking sensation stopped. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient has to take 4 imodium a day. The manufacturer representative noted that they would meet with the patient on friday. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported she keeps having accidents since she was shocked patient stated the increase button was not working however pat agent reviewed with patient how to change back to program 1 @ 5.3 and patient turned the ins on and patient stated they were shocked but when the device was turned off, the shocking sensation stopped. No further complications were reported or anticipated. (B)(6) 2022 snow rtg0007062 x3, e2 (con): additional information was received from a consumer. It was reported that it was reported that the patient is still experiencing shocking. The patient refused to make adjustments over the phone as she does not want to shock herself. The patient had an appointment with her managing healthcare professional and he gave her some pills but it did not resolve the issue. The patient called her physician last week to ask if she could see a manufacturer representative and they gave her the contact information. The patient contacted the manufacturer representative and was informed he no longer works for the company. The patient was told to contact her healthcare professional office to get in touch with a new representative but the doctor does not know who to contact. The patient's following up call was to obtain a new manufacturer representative contact. The nurse was unable to contact the represe ntative. The patient called back again on (B)(6) 2020 indicating she was directed to get in touch with a manufacturer representative but have not heard anything yet. The patient mentioned she continues to have anxiety. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were wanting to meet someone who could help her with the patient programmer (pp).the patient stated that she used the pp today and she was shocking herself. The patient confirmed the ins status with pp, therapy was on. There were no trauma/falls reported that were related to the issue, and the shocking was not related to positional movements. The patient stated that she turned on stim and it was set at 6.3. The patient was able to decrease stim to 5.3 which is comfortable sitting, standing and walking. The patient will leave on current setting at program 1@ 5.3 and will continue to track her symptoms. The patient stated that she had turned off stim to save the batteries in the programmer and when she turned stim back on it began shocking her. Patient services reviewed to leave the therapy on. The patient stated that when she turned off stim, she had to start using imodium again. Patient services reviewed that when she turns off stim, the therapy can not help her in reducing her symptoms. It was noted that the patient was encouraged to use a voiding diary and that the patient should contact their healthcare provider (hcp) with any therapy related concerns. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the patient programmer not giving them a number was reported to be that it happened very fast and they didn't get to see the number. To resolve the issue, it was reported that a manufacturer representative gave the patient a better understanding.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated they were scared to use their programmer as last time they used it the implant shocked them and they jumped up and screamed. The pain felt like their bottom had fallen out, it was an electrical shock. The patient didn't know what number it was, it didn't give them a number. The patient was able to sync with their patient programmer and it showed stimulation was on. They were able to decrease stimulation from 4.2 to 4.0, they stated this eliminated the uncomfortable stimulation. The patient stated the shock lasted 24 hours and that it affected their bowel movements. The patient mentioned they were having bowel movement problems. They stated they were taking a lot of imodium. No further complications were reported or anticipated.